Event description:
It was reported that the pulse generator exhibited backup vvi operation. The patient had been using an electrical saw at the time of reset. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.